Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
Related manufacturer reference number: 2017865-2021-29210. It was reported that the patient was feeling uncomfortable and presented in clinic. Erosion and infection issues were observed. The physician suspected that the lead was aging and damaged. The lead caused the skin to rupture and caused the infection. The device was explanted. The lead was capped. New device and lead were implanted. The patient was stable.